Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The test mini link transmitter and bg meter communicates properly to the pump. Device was programmed with multiple sg value and all registered properly in the sensor update history noted. Device was unable to vibrate due to broken vibrator black wire. The device was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was performed. The device was returned for analysis.